Event description:
As reported by a field clinical specialist, during a tavr procedure with a 26mm sapien 3 ultra resilia valve, at the peak of inflation, the commander delivery system balloon burst. The valve was implanted successfully with no pvl and a mean gradient of 5mmhg. When the balloon ruptured, blood was drawn back into the inflation syringe as the attempted to deflate the balloon, this is when it became obvious that the balloon had ruptured. The team attempted to snare tip of balloon to retrieve through the sheath, and the sheath tore at the expandable portion of the sheath when pulling back into sheath. The team attempted to remove sheath and delivery system together and the tip was not coming out of the arteriotomy/access site. When attempting to pull the delivery system out the tip came free of the delivery system and a cut-down to the femoral access site was performed to retrieve the remaining portion. They successfully removed the remaining portion and closed the vessel and cut-down site. There were no instruments used to remove the balloon cover and no bav pre-implant. There was no extra volume added to the balloon prior to inflation. The perceived root cause of the event was calcification in the stj and/or calcification in the lvot, stj measured 26.6mm so implanted with an 80/20 deployment.

Manufacturer narrative:
The investigation is ongoing.